Manufacturer narrative:
E1: initial reporter facility name - (B)(6). E1: initial reporter postal code:(B)(6) h11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) solution administration sets were leaking from around the spike itself after spiking the bag. The leaks occurred during setup prior to patent use. Another set was taken from the same box to resolve the issue and worked without any problem. There was no patient involvement. No additional information is available.